Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) suspected that this right atrial (ra) lead was dislodged, leading to oversensing of the ventricular activity. Technical services (ts) was consulted, and upon review it was noted that the observation could be the alleged dislodgement or a junctional rhythm. Ts advised on further in office evaluation. No adverse patient effects were reported. This lead remains in service.